Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 100 units of insulin. There was no impact to the customer¿s blood glucose for the reported issue. Customer added insulin to the cartridge and loaded it successfully.